Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose was 480 mg/dl. Customer also reported that insulin pump had no delivery alarm. Customer reports alarm did not occur during manual prime. Customer was not able to troubleshoot at time of call. Customer also had low reservoir alarms in the history and they were able to clear the alarm. The device will be returned for analysis.